Manufacturer narrative:
Initial reporter's phone number: (B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of a slightly bent bracket and worn bearings was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the craniotome device had damaged bearings and the bracket was slightly bent. It was further reported that the ball bearings were worn out. During in-house engineering evaluation, it was observed that the alleged malfunction was duplicated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.